Manufacturer narrative:
According to the representative, "I am at [hospital] this morning. Just talking with the pa, the bug they're treating mssa is not the bug that tested positive from the homograft." According to the representative, the infection they are treating and caused the patient to come back to the hospital has been determined that it didn't originate from the homograft. The certificate of assurance for sgpv00 11266383 was reviewed. All attributes identified during inspection of the graft were documented appropriately. No findings were identified through the review of the processing records associated with 11266383 that could have contributed to the reported event. Graft 11266383 was not returned to cryolife so no direct observations can be made. All technicians are trained to aseptically deliver materials and aseptically handle and process tissue to prevent contamination. The technicians are assessed on aseptic technique prior to processing tissue. All materials and reagents are inspected prior to use. If any materials or reagents are unsuitable for use, they are removed from the area and not used in the process or processing. Technicians who come in contact with tissue are monitored to ensure they are using proper aseptic technique. A review was performed of the personnel monitoring for each technician who came into contact with the graft. In addition, each technician's ability to aseptically prepare and perform a simulated transfer and/or packaging session on an annual basis is tested. From the microbiology department investigation, no specific root cause could be identified. It is of note that staphylococcus epidermidis was recovered and identified in the environmental monitoring records reviewed as part of this complaint investigation. In addition, within the environmental monitoring records coagulase negative staphylococci and gram-positive cocci were also recovered and identified. While both coagulase negative staphylococci and gram-positive cocci organisms were not specifically identified out as staphylococcus epidermidis both orgamism types are general codes for staphylococcus epidermidis and as such they are included in the investigation report as applicable. Coagulase negative staphylococcus species and gram-positive cocci such as staphylococcus epidermidis are common environmental contaminants and are expected to be found in the environment in low levels. Following completion of this investigation there is no indication that the environment was a contributing factor. Staphylococcus epidermidis was recovered in low numbers from the environment and was not recovered from sites which have direct tissue contact. An hra was created to assess the risk of patient safety for product in the field. A clinical evaluation was performed on the available information. Staph epidermidis is a gram-positive bacterium that is part of the normal human skin flora. As such, it is a common culture contaminant. Differentiating a culture contaminant from a true infection can be challenging. The significance of pre-implantation cultures of human allografts was discussed at a meeting sponsored by the us food and drug administration and centers for disease control in 2005. Experts at the conference on blood, organ, and tissue safety recognized the high rate of pre-implantation culture contamination and recommended that surgeons not perform such testing. Although s. Epidermidis is not usually pathogenic, patients with compromised immune systems or implanted medical devices are at risk of developing infection. These infections are generally hospital-acquired. All microbiological testing that was performed by cryolife during processing produced acceptable results. The reported event most likely represents a culture contamination occurring at the implanting site the current controls in place adequately mitigate risk to the patient. As such, no further action is required at this time. A risk assessment was performed on the available information. During the processing of human tissue, cryolife performs microbiological testing to ensure tissue contamination has not occurred and that the antimicrobial treatment is effective in eliminating any potential contaminates. Currently, three microbiological tests are performed. The first test sample collected is the pre-processing culture (ppc) which is collected following dissection but prior to antibiotic treatment. Each dissected graft is placed in solution and goes through a rinse recovery process to remove natural bioburden from the graft. Following the rinse recovery process, the solution is tested for microorganisms. The media used allows for recovery of aerobes, anaerobes, yeast, and fungi. The two remaining test samples are collected during final packaging of the graft. The first is the tissue culture (bact) sample which is comprised of tissues collected during dissection that follow the graft throughout the manufacturing process. During packaging the tissue is separated from the graft and is placed in packaging solution and submitted for microbiological testing. During testing the tissue is stomached in solution and the remaining tissue/solution combination is tested for microorganisms. The media used allows for recovery of aerobes, anaerobes, yeast, and fungi. The second microbiological test sample collected during final packaging is a sterility test (rr) sample. The graft is again placed in solution and undergoes a rinse recovery process to remove microorganisms. Following the rinse recovery process the solution undergoes a sterility test. The media used allows for recovery of aerobes, anaerobes, yeast, and fungi. All microbiology testing is reviewed by the human tissue quality assurance department for acceptable results. Any unacceptable results would result in the tissue being rejected. Additionally, donor screening is performed to ensure donor¿s are suitable for transplantation. As part of this, infectious disease testing is performed. This testing ensures that the donor does not have an infectious disease that could be transmitted to the tissue recipient. Infectious disease testing results are reviewed as part of the donor review by cryolife¿s medical director. Any unsatisfactory results would result in the medical director deeming the donor ineligible. Donor 147380 was deemed eligible by the medical director. Allograft 11266383 was determined to have acceptable microbiological test results. Donor 147380 was deemed eligible. The likelihood of tissue contamination or the donor being unsuitable for transplant is remote and would have been detected with the current controls in place. As such the risk of infection or inflammatory/immune response as a result of tissue contamination or the risk that the donor is unsuitable for transplantation has been reduced as far as possible. The associated product lines will be monitored for trends to detect any increase in occurrence of currently identified hazards. A root cause could not be determined. Based on additional information from the representative, the infection was determined to not have originated from the homograft. The initial reported event most likely represents a culture contamination occurring at the implanting site. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "on (B)(6), [surgeon] performed a ross procedure and transplanted an sg pulmonary heart valve supplied to us from cryolife the conduit was cultured prior to implantation. 2-3 days after surgery the culture returned positive for staph epidermidis. This result was discovered during patient return visit on (B)(6) 2019 when he reported fever of 100-102 for 48 hr. Because the patient has been reported as growing bacteria and because of the use of a donor graft, it¿s possible it could have come from the valve."